Event description:
Device 1 of 3. Reference MFR report #s 1627487-2014-00406 and 1627487-2014-00408. The patient (canada) was implanted with a surgical lead and extensions from two lots for purposes of a permanent trial. It was reported the devices were explanted due to an infection. Redness and tenderness were noted around the cervical and shoulder incisions, and a discharge was observed from the extension site. Cultures were taken indicating staphylococcus aureus. Antibiotics were prescribed to the patient as treatment.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: review of the device history record (DHR) found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.